Event description:
It was reported that an anesthesia department stated "they couldn't empty the device because the tap was blocked, so each time they had to remove the device from inside the patient and use another one. This problem happened two times."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. This device was used on a patient, however, there was no report of harm to the patient. Additional attempts were made to gather further information on (B)(6) 2014 and the responses stated, "it's happen two times and each time it was the unometer safeti plus with the same item and lot number" and "the product was used by a patient. The complaint is for (B)(4) sold to the healthcare center. No additional information is available." No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.